Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-02587. It was reported that the patient presented for a routine device check. Upon device interrogation, oversensing was observed on the rv lead when the patient took deep breaths. Programming changes were made and resolved the oversensing. The patient was not symptomatic to the oversensing.